Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) of approximately 500 mg/dl, cause was unknown and experienced a "syncopal episode." Customer went to the emergency room and was admitted to the intensive care unit. The customer declined further assistance from tandem technical support regarding the issue. Details and nature of treatment at hospital were unable to be provided. No additional patient or event information was available.